Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that five years following an intraocular lens (iol) implant procedure, the lens has become cloudy. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).